Event description:
Using arm rests to assist in standing, weak metal framing tore from arm bracket and metal weld tore or ripped from seat. This has happened 3 months ago and now again on a different seat of the same make. MFR defect. Shop runner.